Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the neuro tip was damaged on the craniotome device. It was further determined that the crani clamp was torn and almost broken off and the bearings were worn. It was further determined during the pre-repair diagnostics assessment that the device failed for visual assessment and for vibration. It was noted on the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the neuro tip was damaged, the crani clamp was torn and had almost broken off, and the bearings were worn. It was further determined that the device failed for visual assessment and for vibration. The assignable root cause was determined to be due to product design, construction/design defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as mar 10, 2017 in the initial report. The date returned to manufacturer was corrected to jun 26, 2017. Correction: upon further investigation of the device, it was determined that the device had a bent and drilled neuro-tip. It was determined that the cause of the crani-a malfunction was consistent with failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause has been corrected from product design, construction/design defective to the assignable root cause was due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.